Manufacturer narrative:
Photos provided by the customer showed fluid leaks/drops onto a chuck/absorbent disposable cloth from the 0.2 micron adult filter of a set model 20027e. It was observed that the filter's lower air vent membrane was wetted/compromised. No other obvious issue was observed. The root cause was not identified. The device history record for model 20027e lot 20037029 shows the set was manufactured on 25mar2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that approximately seven hours an infusion of etoposide, the chemotherapy began to leak at the filter from one of its air holes. The event occurred at hematology//oncology unit. There was no consequence or impact to the patient. The customer provided photos of the set.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Per customer, the requested information on race and ethnicity is "n/a".

Event description:
It was reported that approximately seven hours into an infusion of etoposide, the chemotherapy began to leak at the filter from one of its air holes. The event occurred at hematology/oncology unit. There was no consequence or impact to the patient. The customer provided photos of the set.